Manufacturer narrative:
Added medical history. (B)(4). (B)(6). It should be noted that the gore mycromesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore mycromesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2011 whereby a gore mycromesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: additional surgery, mesh removal, mesh failure, and abdominal pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added patient medical history d4: added lot number, expiration date, and di # d7: field should be blank as operative records dated (B)(6) 2014 do not state the gore device was explanted as previously reported h4: added device manufacture date h6: updated method and results codes h6: conclusion code remains unchanged h10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2011 indicate the patient underwent ¿repair of ventral hernia with micromesh [sic].¿ ¿the patient is a 46-year-old gentleman, who presented with pain and bulging in the right lower abdominal lateral wall. This occurred after a car accident. Physical examination revealed a reducible ventral hernia, this was verified also by CT scan. He has now undergone repair of his hernia. He understands that he has a high risk of recurrence to the proximity of the hernia near the iliac crest and possible lack of fascial tissue or minimal tissue to secure the mesh.¿ the (B)(6) 2011 operative report states: ¿hernia defect was located, skin incision was made in a transverse manner overlying the hernia defect. Subcutaneous tissues were then divided. Hernia sac was identified. It was then sharply opened, its contents reduced into the abdominal cavity. At which time, the sac was amputated at its base in a circumferential fashion, passed from the table, and sent for permanent pathology. We then used a sheet of micromesh [sic] measuring 15 x 19 cm to repair the hernia defect. There was minimal fascial tissue adjacent to the iliac crest. This was secured in place with interrupted sutures of #1 prolene in an interrupted u-stitch fashion. Care was taken not to place any tension on the hernia repair. Once the repair had been completed, the wound was irrigated with saline. All bleeding points controlled with the bovie cautery. A 160 mg gentamicin was instilled onto the micromesh. Jp drain was then placed through separate stab incisions into the abdominal wound and secured to the skin with sutures of 2-0 silk. The subcutaneous tissues were then closed with a running suture of 2-0 vicryl. Skin was closed with staples.¿ the records indicate a gore® mycromesh® plus biomaterial (1mymp10/7223608) was implanted during the procedure. Discharge summary records dated (B)(6) 2011 indicate the patient was admitted on (B)(6) 2011 for diagnoses of ¿1. Cellulitis of abdominal wall. 2. Status post ventral incisional hernia repair. 3. Tobacco abuse.¿ ¿the patient recently underwent a repair of a ventral hernia with micromesh. He has returned to the emergency room with increasing pain over the area of the incision and surrounding abdominal wall was noted to have cellulitis with no fluctuance. He was therefore admitted for IV antibiotics.¿ ¿pain control with IV pain medication, started initially on zosyn, on (B)(6) 2011 . On (B)(6) 2011 , vancomycin was then added. Over the next several days, the patient¿s cellulitis slowly resolved.¿ ¿his white blood cell count returned to normal and on (B)(6) 2011 , all cellulitis had resolved.¿ records dated (B)(6) 2012 state the patient was seen for a medication refill. ¿says [hypertension], [chronic obstructive pulmonary disease], back pain has been stable.¿ ¿still smoking 1 [pack per day]. No plans to quit. Has a dry cough.¿ records dated (B)(6) 2013 state the patient was seen for ¿[right] sided pain past month, worsened today. [Motor vehicle accident] with torn [right] [abdominal] oblique muscles. Repaired 2012 with mesh. Thinks mesh has torn, as increased pain past month ¿ today noticed increased [pain] with swelling [right] lateral lower [abdomen]. No fevers, chills, sweats, [nausea/vomiting/diarrhea] ¿ [history] of chronic constipation.¿ abdominal exam notes state: ¿normal bs [sic], soft, moderate-severe tenderness in the [right] lower lateral abdomen [positive] guarding, [negative] rebounding, no organomegaly, soft tender 10cm mass in the [right] lower lateral abdomen just above the iliac crest.¿ CT scan results dated (B)(6) 2013 state: ¿the gastrointestinal tract shows no evidence of bowel obstruction. Postoperative changes of previous hernia repair are seen along the right flank. There is recurrent hernia formation along the inferior margin of the repair mesh. The hernia defect contains of portion of the cecum. There is no evidence of obstruction, or inflammatory change. There is mild sigmoid colon diverticulosis with no evidence of diverticulitis. The appendix is visualized and is normal in appearance.¿ ¿impression: 1. Postsurgical change of previous hernia repair along the right flank with recurrent hernia along the inferior margin of the repair mesh containing a portion of the cecum. There is no definite evidence of obstruction. 2. Mild colonic diverticulosis with no evidence of acute diverticulitis. 3. Cholecystectomy.¿ discharge summary records dated (B)(6) 2013 state the patient was admitted on (B)(6) 2013 for ¿1. Ventral incisional hernia with right lower quadrant abdominal pain. 2. Chronic obstructive pulmonary disease. 3. Chronic back pain.¿ ¿the patient is a 48-year-old gentleman, who is well known to me from previous incisional hernia repair located in the right lower quadrant and right flank area. He presented to the emergency room with increasing abdominal pain and swelling in this area. He was felt to have an incarcerated hernia.¿ the (B)(6) 2013 discharge summary states: ¿he was admitted later that day, patient was evaluated and noted to have a recurrent ventral incisional hernia. This was not incarcerated. His abdominal pain had resolved. He remained afebrile. He had normal gi function.¿ ¿he is to resume his home medications and diet, and he is not to lift over 10 pounds, engage in any strenuous activity, and he is to call or return to the emergency room if there are any problems.¿ records dated (B)(6) 2013state the patient was seen for follow up. ¿still going to pain [management] reports ripped mesh out and saw physician who reports cannot repair hernia so having increased pain at present.¿ ¿breathing is worsening ¿ has been out of rescue inhaler for quite some time; - still using symbicort; - smoking 1[pack per day] and knows this will make his breathing worse.¿ abdominal exam notes state: ¿bowel sounds present, no bruits. There is no abdominal tenderness.¿ history and physical records dated (B)(6) 2013 state: ¿[patient] states he has increased pain at site of prior surgery which he had mesh placed an mva in 2011. States mesh had pulled loose because he ¿didn¿t have much for them to attach it too [sic]¿ and was admitted in past for eval of similar problem and told nothing can be done. He states he believes when helping to move his dog in the past day he may have injured himself. He states that he is having normal bowels, normal urinary. No bleeding, no black/tarry stools, no constipation. No other complaints. States this is identical to prior pain at this site which was described as a sharp, squeezing pain.¿ abdominal exam notes from the (B)(6) 2013 visit state: ¿abdominal tenderness to the right flank in lower abdomen at site of prior surgery. Well healed scar. Mild swelling at site. There is no discharge, no cellulitis, no streaking noted.¿ records dated (B)(6) 2013 state the patient was seen for follow up. ¿today he is still complaining of ripped out mesh from hernia repair. States that he was seen by surgeon and reports that it can not be repaired. He is requesting referral to another surgeon today.¿ assessment notes state: ¿not strangulated or incarcerated. Will refer to dr. (B0(6) for second opinion¿¿ records dated (B)(6) 2013 state the patient was seen for follow up. ¿today, he states that he has had 2 episodes of syncope in the past. Having increased dizziness lately and last syncopal episode was last week. Noticed that he was coughing really hard during these episodes. Also, notes light-headedness when straining to have a bowel movement.¿ records dated (B)(6) 2014 state the patient was seen for follow up. ¿¿has an appointment in lexington for redo of hernia repair with mesh containing a portion of the cecum.¿ records dated (B)(6) 2014 state the patient was seen for his hernia. ¿duration: varies. Severity: mild-moderate. The problem is with no change. It occurs occasionally. Location is [left lower quadrant]. There is radiation to lower abdomen. The patient describes it as aching and dragging. Context includes lifting heavy weight and physical activity. Identified risk factors include heavy lifting, history of hernias and previous abdominal surgery. Symptom is aggravated by lifting weight. Patient denies relieving factors.¿ abdominal exam notes state: ¿hernia ¿ positive. Type: ventral. Location: right. Features: tender, very large.¿ operative records dated (B)(6) 2014 indicate the patient underwent repair of a recurrent right lumbar hernia. ¿this patient had a long incision in the lumbar area that seemed to fan downwards towards the right lower quadrant. There is a hernia size of a grapefruit that is only partially reducible.¿ the (B)(6) 2014 operative report states: ¿after the skin was prepped and draped, the incision was made upon the old scar. I slowly dissected the hernia sac. The sac was slowly dissected away from the soft tissue. I was able to identify [sic], I opened the sac to reduce the content of the sac which was [sic]. The defect itself was approximately 8 cm in length and about 3 cm in width. The lateral border of the defect appeared to be a piece of gore-tex patch. This occurred medial to the previous repair. The entire defect was slowly dissected out. As I reduced the fat, [sic] back to the abdominal cavity. The entire defect was then completely cleared up and then repaired with gore-tex soft tissue patch, which was about 2 mm thick. It was shaped 10 cm in length and 4 cm in width.¿ the (B)(6) 2014 operative report continues: ¿this time we inserted the defect and sutured through the edge of the fascia using running gore-tex suture. The lateral portion of the mesh was also incorporated into the old patch. After that was done, the gentamicin was placed [sic] and then closed the soft tissue on top of it as well. Subcu was then closed by using 2-0 vicryl and skin incision closed by using staplers.¿ the records indicate a gore-tex® soft tissue patch (1310015020/12148791) was implanted during the procedure. There was no mention of infection and no mention of gore® mycromesh® plus biomaterial removal in the records. Records dated (B)(6) 2014 state the patient was seen for follow up after his hernia repair. [Complains of] irritation around surgical site.¿ ¿[patient] wound is healing well. [Patient] denies any problems or complaints beside slight pain.¿ ¿staples removed. Incision healing in approximation without redness, edema, bruising, or drainage noted. Tolerated well.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore mycromesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore mycromesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes h6: updated device code h6: updated conclusion codes h6: conclusion code 4316: appropriate term/code available for ¿withdrawn complaint¿ previous patient codes (1994, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2014 and not all records received in this time span are relevant to the gore® mycromesh® plus biomaterial. Patient information: medical history: smoking 1 ¿ 1.5 pack/day x 35 years (B)(6) 2011: ¿tobacco abuse¿ (B)(6) 2012: ¿still smoking 1 [pack/day]. No plans to quit.¿ chronic back pain secondary to trauma chronic obstructive pulmonary disease substance abuse prior surgical procedures: 2008: laparoscopic cholecystectomy implant preoperative complaints: (B)(6) 2011: ¿the patient is a 46-year-old gentleman, who presented with pain and bulging in the right lower abdominal lateral wall. This occurred after a car accident. Physical examination revealed a reducible ventral hernia, this was verified also by CT scan. He has now undergone repair of his hernia. He understands that he has a high risk of recurrence to the proximity of the hernia near the iliac crest and possible lack of fascial tissue or minimal tissue to secure the mesh.¿ implant procedure: repair of ventral hernia with ¿micromesh¿ [sic]. Implant: gore® mycromesh® plus biomaterial (7223608/1mymp10) 15 x 19 cm. Implant date: (B)(6) 2011 description of hernia being treated: ¿hernia defect was located, skin incision was made in a transverse manner overlying the hernia defect. Subcutaneous tissues were then divided. Hernia sac was identified. It was then sharply opened, its contents reduced into the abdominal cavity. At which time, the sac was amputated at its base in a circumferential fashion, passed from the table, and sent for permanent pathology.¿ implant size and fixation: ¿we then used a sheet of micromesh [sic] measuring 15 x 19 cm to repair the hernia defect. There was minimal fascial tissue adjacent to the iliac crest. This was secured in place with interrupted sutures of #1 prolene in an interrupted u-stitch fashion. Care was taken not to place any tension on the hernia repair. Once the repair had been completed, the wound was irrigated with saline. All bleeding points controlled with the bovie cautery. A 160 mg gentamicin was instilled onto the micromesh. Jp drain was then placed through separate stab incisions into the abdominal wound and secured to the skin with sutures of 2-0 silk. The subcutaneous tissues were then closed with a running suture of 2-0 vicryl. Skin was closed with staples.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2011: discharge summary for hospitalization (B)(6) 2001: ¿the patient recently underwent a repair of a ventral hernia with micromesh. He has returned to the emergency room with increasing pain over the area of the incision and surrounding abdominal wall was noted to have cellulitis with no fluctuance. He was therefore admitted for IV antibiotics.¿ ¿pain control with IV pain medication, started initially on zosyn, on (B)(6) 2011. On (B)(6) 2011, vancomycin was then added. Over the next several days, the patient¿s cellulitis slowly resolved.¿ ¿his white blood cell count returned to normal and on (B)(6) 2011, all cellulitis had resolved.¿ (B)(6) 2013: ¿[right] sided pain past month, worsened today. [Motor vehicle accident] with torn [right] [abdominal] oblique muscles. Repaired 2012 with mesh. Thinks mesh has torn, as increased pain past month ¿today noticed increased [pain] with swelling [right] lateral lower [abdomen]. No fevers, chills, sweats, [nausea/vomiting/diarrhea] ¿[history] of chronic constipation.¿ ¿normal bs [sic], soft, moderate-severe tenderness in the [right] lower lateral abdomen [positive] guarding, [negative] rebounding, no organomegaly, soft tender 10cm mass in the [right] lower lateral abdomen just above the iliac crest. ¿ (B)(6) 2013: CT abdomen/pelvis: ¿the gastrointestinal tract shows no evidence of bowel obstruction. Postoperative changes of previous hernia repair are seen along the right flank. There is recurrent hernia formation along the inferior margin of the repair mesh. The hernia defect contains of portion of the cecum. There is no evidence of obstruction, or inflammatory change. There is mild sigmoid colon diverticulosis with no evidence of diverticulitis.¿ (B)(6) 2013: discharge summary for 3/28/13 hospital admission for ¿1. Ventral incisional hernia with right lower quadrant abdominal pain . 2. Chronic obstructive pulmonary disease. 3. Chronic back pain.¿: ¿the patient is a 48-year-old gentleman, who is well known to me from previous incisional hernia repair located in the right lower quadrant and right flank area. He presented to the emergency room with increasing abdominal pain and swelling in this area. He was felt to have an incarcerated hernia.¿ "patient was evaluated and noted to have a recurrent ventral incisional hernia. This was not incarcerated. His abdominal pain had resolved. He remained afebrile. He had normal gi function.¿ ¿he is to resume his home medications and diet, and he is not to lift over 10 pounds, engage in any strenuous activity, and he is to call or return to the emergency room if there are any problems.¿ (B)(6) 2013: ¿still going to pain [management]. Reports ripped mesh out and saw physician who reports cannot repair hernia so having increased pain at present .¿ ¿breathing is worsening has been out of rescue inhaler for quite some time; still using symbicort; -smoking 1[pack per day] and knows this will make his breathing worse.¿ ¿bowel sounds present, no bruits. There is no abdominal tenderness.¿ (B)(6) 2013: [the patient] ¿states he has increased pain at site of prior surgery which he had mesh placed an mva in 2011. States mesh had pulled loose because he ¿didn¿t have much for them to attach it too [sic]¿ and was admitted in past for eval of similar problem and told nothing can be done. He states he believes when helping to move his dog in the past day he may have injured himself. He states that he is having normal bowels, normal urinary. No bleeding, no black/tarry stools, no constipation. No other complaints. States this is identical to prior pain at this site which was described as a sharp, squeezing pain.¿ ¿abdominal tenderness to the right flank in lower abdomen at site of prior surgery. Well healed scar. Mild swelling at site. There is no discharge, no cellulitis, no streaking noted.¿ (B)(6) 2013: ¿today he is still complaining of ripped out mesh from hernia repair. States that he was seen by surgeon and reports that it can not be repaired. He is requesting referral to another surgeon today.¿ ¿not strangulated or incarcerated. Will refer to dr. (B)(6) for second opinion.¿ (B)(6) 2013: ¿today, he states that he has had 2 episodes of syncope in the past. Having increased dizziness lately and last syncopal episode was last week. Noticed that he was coughing really hard during these episodes. Also, notes light-headedness when straining to have a bowel movement.¿ explant preoperative complaints: (B)(6) 2014: ¿has an appointment in lexington for redo of hernia repair with mesh containing a portion of the cecum.¿ (B)(6) 2014: [pain]: ¿duration: varies. Severity: mild-moderate. The problem is with no change. It occurs occasionally. Location is [left lower quadrant]. There is radiation to lower abdomen. The patient describes it as aching and dragging. Context includes lifting heavy weight and physical activity. Identified risk factors include heavy lifting, history of hernias and previous abdominal surgery. Symptom is aggravated by lifting weight. Patient denies relieving factors.¿ ¿hernia ¿ positive. Type: ventral. Location: right. Features: tender, very large.¿ explant procedure: repair of a recurrent right lumbar hernia. Explant date: (B)(6) 2014. ¿this patient had a long incision in the lumbar area that seemed to fan downwards towards the right lower quadrant. There is a hernia size of a grapefruit that is only partially reducible.¿ ¿after the skin was prepped and draped, the incision was made upon the old scar. I slowly dissected the hernia sac. The sac was slowly dissected away from the soft tissue. I was able to identify [sic], I opened the sac to reduce the content of the sac which was ____ [sic]. The defect itself was approximately 8 cm in length and about 3 cm in width. The lateral border of the defect appeared to be a piece of gore-tex patch. This occurred medial to the previous repair. The entire defect was slowly dissected out. As I reduced the fat, [sic] back to the abdominal cavity. The entire defect was then completely cleared up and then repaired with gore-tex soft tissue patch, which was about 2 mm thick. It was shaped 10 cm in length and 4 cm in width. ¿this time we inserted the defect and sutured through the edge of the fascia using running gore-tex suture. The lateral portion of the mesh was also incorporated into the old patch. After that was done, the gentamicin was placed [sic] and then closed the soft tissue on top of it as well. Subcu [subcutaneous] was then closed by using 2-0 vicryl and skin incision closed by using staplers.¿ records indicate a gore-tex® soft tissue patch (12148791/1310015020) was implanted during the (B)(6) 2014 procedure but was not included in the allegations or complaint. Relevant medical information: (B)(6) 2014: ¿[complains of] irritation around surgical site.¿ ¿[patient] wound is healing well. [Patient] denies any problems or complaints beside slight pain.¿ ¿staples removed. Incision healing in approximation without redness, edema, bruising, or drainage noted. Tolerated well.¿ conclusions: it should be noted that the gore® mycromesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7223608 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1994, 3191: used for "mesh failure") were reported based on the original complaint and are no longer applicable per gore¿s investigation. Updated final codes. Additional conclusion code: 4316: appropriate term/code not available used for "withdrawn complaint" this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed.